Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to resect the liver parenchyma on a laparotomy liver resection, the surgeon was able to press the green and firing button, but the staple did not advance. The cartridge was changed and firing was attempted again, but the firing was stopped halfway. To resolve the issue, the knife was returned and the stapler was given up and sutured by hand.